Manufacturer narrative:
Updated fields: b4, b6, b7, d10, e1(site country), g3, g6, g7, h2, h6(investigation type), h10, h11corrected fields: g1(contact person), h4

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate, and upon evaluating the unit was able to reproduce the reported issue. An initial evaluation revealed copious amounts of saline contamination on the exterior of the unit and battery wells. Upon power-up, the unit immediately alarmed for power-up test failure #14. Further troubleshooting revealed saline contamination on the compressor, under the compressor, and on the power slot interface board. The fse dismantled the unit and did not detect any presence of further saline contamination or corrosion within the pump console. To resolve the issue, the fse replaced the power slot interface board and scroll compressor due to the saline contamination. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) equipment was not functioning. The end user further reported that while the iabp unit was in clinical use, the unit displayed "iab maintenance due" message every two hours. The unit was powered off and restarted, and upon restart, the unit immediately emitted a high pitch alarm and displayed "power up test fail 14." No patient harm, serious injury or adverse event was reported.